Manufacturer narrative:
Batch review performed on 05 february 2018 lot 144621: (B)(4) items manufactured and released on 23 september 2014. Expiration date: 2019-08-31 no anomalies found related to the problem. To date, (B)(4) item of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully.